Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The explanted pump was returned for evaluation. The evaluation of the pump confirmed the presence of thrombus. The lvad was returned assembled with the driveline cut approximately 4 inches from the pump housing; the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the lvad, a flat thrombus formation was observed partially occluding one of the rotor vanes. The thrombus revealed areas of denaturation, indicating that it was present in the pump while it was operating; however, a duration of time for which it was present in the device could not be determined. While its specific origin could not be conclusively determined, the non-laminated structure of the thrombus suggests that it did not originate on the rotor and initially developed in another location. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated ldh levels. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had multiple previously unreported readmissions for an elevated lactate dehydrogenase (ldh) level. The patient was seen in april with a lactate dehydrogenase (ldh) level of 211 u/l. On (B)(6) 2016, during a clinic visit, the patient was admitted due to an elevated ldh of 1359 u/l. Upon admission, the patient was started on heparin and persantine. On (B)(6) 2016, the patient was switched to persantine and integrilin and continued on their aspirin regimen of 325 mg. The patient was discharged on (B)(6) 2016 with decreased ldh levels in the 300-400 u/l range and persantine was continued as an outpatient. The patient was symptomatic with shortness of breath and the distance the patient was able to walk had decreased. On (B)(6) 2016, during a clinic visit, it was noted that the patient's ldh level was starting to trend up again. On (B)(6) 2016, the patient was readmitted with an ldh level of 407 u/l and was switched from persantine to plavix. A ramp study performed on (B)(6) 2016 was negative for obstruction. The patient was discharged on (B)(6) 2016 with an ldh level of 254 u/l. On (B)(6) 2016, during a clinic visit, the patient was readmitted due to an increased inr value of 4.3 and ldh level of 1026 u/l. Upon this readmission, the patient complained of new onset shortness of breath. On (B)(6) 2016, it was determined that a pump exchange was the best plan of care and the patient underwent a pump exchange on (B)(6) 2016. The patient was discharged on (B)(6) 2016 after the pump exchange. As of (B)(6) 2016, the patient's ldh level was 232 u/l and no further issues were noted.